Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "3. Malfunction and adverse events (1) malfunction catheter kinking, damage, rupture, difficulty or failure to remove the device, occlusion of catheter inner lumens, encrustation. Accidental removal of the device due to leakage of sterile water or balloon rupture device damage due to inappropriate use". (B)(4).

Event description:
It was reported that there was a leak from the irrigation lumen of the catheter on the second day of placement. Per additional information: the catheter was inserted into the patient in an operating room after a urethrotomy. Upon inspection at the user facility side, a crack was confirmed on the shaft with a distance of about 7 cm from the bifurcation of the catheter. The tip side of the catheter was cut, and the cutting part was taped by surgical tape, and the catheter was still used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there was a leak from the irrigation lumen of the catheter on the second day of placement. Per additional information: the catheter was inserted into the patient in an operating room after a urethrotomy. Upon inspection at the user facility side, a crack was confirmed on the shaft with a distance of about 7 cm from the bifurcation of the catheter. The tip side of the catheter was cut, and the cutting part was taped by surgical tape, and the catheter was still used.